Event description:
The event happened while using a new medichoice multipurpose pill crusher/pill splitter. When opening the flip top cap housing the razorblade pill cutter, my thumb slipped down across the razorblade. Employee sustained approximately 1/2" long cut across the base of my thumb. The products razorblade is in an unideal location on the device.